Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer did not change the infusion set or give a manual injection when experiencing high blood glucose levels. Troubleshooting was performed and the alarm history showed that the customer was getting no delivery alarms on the day of the event. The insulin pump was programmed correctly. The customer was advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.